Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three in.pact admiral paclitaxel eluting balloon catheters were used to treat a lesion in the left sfa to popliteal. Approximately 6 months post index procedure, moderate stenosis of the left sfa occurred, and was treated with three in.pact admiral balloon catheters 10 months later. The investigator assessed that the event is not related to the study device, procedure or drug. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.